Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Further detail was requested, however the customer is unwilling to provide any more details regarding this event. (B)(4). Biosense webster received complaint regarding a smart touch bidirectional. There was no details regarding the complaint was provided by customer in the initial report. Upon receipt, the device was visually inspected and the shaft was damaged where the broken braid has been exposed through the holes in various areas starting about 34.2 cm to 49.8 cm from client tip. These conditions were not originally reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were insulated since no specific failure was reported, the catheter was also tested for temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. Finally, the catheter was also evaluated for carto 3 and coil disconnection tester and catheter failed both since errors 105 and 106 were displayed. Further examination showed that the force sensor readings were within specifications. According to the test results and the force sensor readings, the improper condition was attributed to a potential pc board issue the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint cannot be confirmed since no specific issue was reported. However, catheter failed on calibration test and visual inspection. In addition, a corrective action has been opened to address and resolve the thermocool smart touch broken shaft issue.

Manufacturer narrative:
In addition, a scanning electron microscope (sem) testing was performed over the damaged area and the results showed that the device was induced to torsion and compression conditions. The exposed braid wire showed evidence of reverse bending or fatigue failures that could be related to these surface characteristics. These types of failures occur due to a tensile, compression or torsion overload. (B)(4)

Event description:
Biosense webster received complaint regarding a smart touch bidirectional. There was no details regarding the complaint was provided by customer in the initial report. Upon receiving the product in biosense webster lab on (B)(6) 2014, it was noticed that shaft damaged where the broken braid has been exposed through the holes in various area starting about 34.2cm to 49.8 cm from client tip, making this event reportable.